Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A material manager reported a patient with blurred vision, anisometropia, near sighted with more cylinder in the left eye post cataract surgery with lens implant using suggested lens and power. The lens was explanted. Additional information received states the patient underwent a lens exchange and the patient's symptoms have resolved.

Manufacturer narrative:
The system provided a recommendation that was different from the pre-operative calculation. The surgeon also confirmed that the axis was flipped. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).